Event description:
Same case as MDR ID#2134265-2012-03206. It was reported that during a percutaneous intervention (pci) treatment procedure, the rpms appeared inaccurate on the console. The target lesion was located in the calcified proximal left anterior descending (lad) artery. The physician used a 1.25mm and a 1.75mm burr in the lesion. During adjustment of the speed by turning the dial, the rpms change would not register on the console, although the physician could hear the change in the burr rotation. By taking pressure off of the foot pedal and depressing it again, the system would display the correct rpms; this sometimes had to be done multiple times to ensure the device was operating at the correct rpm. Additionally, the speed display appeared to change unintentionally following release of the foot pedal, creating a need to depress the pedal, release it and then depress it again to display an accurate speed. It was not clear if the issue is with the foot pedal or the console. Treatment of the lesion was successfully completed with this system, and the physician then placed a 2.75 x 28 promus element stent. There were no patient complications reported and the patient status is okay.

Event description:
Same case as MDR ID #2134265-2012-03206. It was reported that during a percutaneous intervention (pci) treatment procedure, the rpms appeared inaccurate on the console. The target lesion was located in the calcified proximal left anterior descending (lad) artery. The physician used a 1.25mm and a 1.75mm burr in the lesion. During adjustment of the speed by turning the dial, the rpms change would not register on the console, although the physician could hear the change in the burr rotation. By taking pressure off of the foot pedal and depressing it again, the system would display the correct rpms; this sometimes had to be done multiple times to ensure the device was operating at the correct rpm. Additionally, the speed display appeared to change unintentionally following release of the foot pedal, creating a need to depress the pedal, release it and then depress it again to display an accurate speed. It was not clear if the issue is with the foot pedal or the console. Treatment of the lesion was successfully completed with this system, and the physician then placed a 2.75 x 28 promus element stent. There were no patient complications reported and the patient status is okay.

Manufacturer narrative:
Device evaluated my manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified marks on the cover as well as labels applied by the customer. Functional testing was performed and found the rotational speed control is non-linear when decreasing from maximum rpm. The turbine pressure control knob requires extra turns before the pressure gauge reading registers a drop in pressure and the rotational speed display registers a drop rpms. In the case of this console, the rotational speed abruptly drops to 168 krpm from maximum of 215 krpm: the turbine speed was set to and maintained typical operational speeds. The rotational speed control is linear when increasing rpms from minimum to maximum. Turbine pressure gauge initially sticks at 83 psi - tapping the gauge causes the reading to increase to 85 psi. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint event could not be confirmed. (B)(4).